Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.

Event description:
The customer received a control result of 163mg/dl on the contour next link meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory.no adverse event was alleged.customer was advised to return the control solution for evaluaton. New strips, meter and control were sent to the customer.